Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1.1 and 1.2 were not on bus. A field service engineer (fse) changed controller board and reconfigured the drawer to resolve the issue. Further the drawer worked and tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the device was not detected on the bus for main drawers 2.1 and 2.2. The customer reported that the affected station was located in a critical care unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.